Event description:
It was reported to medtronic neurosurgery that the needleless injection site unadhered from the patient line stopcock when a syringe used to flush the system was being removed. It was also reported that the patient is doing fine.

Manufacturer narrative:
The product was discarded by the customer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.